Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors. One of the two sensors underwent the sensor initialization test using a new lab transmitter with a certain paradigm insulin pump. The sensor was connected to the transmitter and placed in 100 bts solution. The communication icon was confirmed to be displayed and the transmitter was flashing while connected to the sensor and the sensor functioned properly. The 2nd sensor was broken and the broken sensor was unable to be confirmed if the customer received the product damaged as a result of an opened/used sensor being returned. The needle complaint was unable to be confirmed due to customer not returning the needle.

Event description:
Customer reported via phone call weak signal alarm, blood at site and lost sensor alarm. Customer's blood glucose level was 300 mg/dl. Troubleshooting for weak signal was performed. Customer advised the battery was drained, the device needed to be charged and then they received an alert. Troubleshooting for weak signal was performed. Customer advised this was a past event and was unable to troubleshoot. Customer advised when they removed the transmitter the sensor was removed as well. Troubleshooting for blood at site was performed. Customer advised there was blood all over the adhesive and connector. Customer was advised to change out the sensor as a result of their being blood which could possibly damage the product. Customer was unable to properly insert sensor as a result of needle hub being stuck inside. Customer tried again and was able to successfully remove the needle hub. Customer was advised replacement sensors would be sent out and agreed to return the products for analysis.